Event description:
The physician reported that during the follow-up visit, there was loss of capture and periods of oversensing documented on 24hr holter. An intervention was performed, which revealed a loose header/connector block. The device was replaced.

Event description:
The physician reported that during the follow-up visit there was loss of capture and periods of oversensing documented on 24hr holter. An intervention was performed, which revealed a loose header/connector block. The device was replaced.